Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The root case is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115122 ¿ ceramic head ¿ 2985986. 51-103160 ¿ taperloc stem ¿ 6695150. 103533 ¿ low profile screw ¿ 185060. 103532 ¿ low profile screw ¿ 821800. 13-104160 ¿ ringloc shell ¿ 587150. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that underwent a right hip revision approximately 3 months post implantation due to dislocation. The liner and ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.